Event description:
Took a patient back that had dislocated a primary total hip. He stated that everything looked good and converted the patient to dual mobility. No additional information is available from the hospital

Manufacturer narrative:
Updated the product information. Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection - a surface of liner seems to be scratched a little. Blood spots were also observed on device surface. Ma:material analysis is not performed as dislocation is not related to material integrity issue. Dimensional and functional is not performed as dislocation is not related to material integrity issue. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the product history records indicate all devices were manufactured and accepted into final stock on with no reported relevant discrepancies. -complaint history review: there have been no other events reported for the lot referenced. Conclusions: it was reported that the patient hip was revised with trident liner due to dislocation. The event could not be confirmed nor the root cause determined because insufficient information was provided. No further investigation for this event is possible at this time. If the additional information was received by stryker orthopaedics, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Took a patient back that had dislocated a primary total hip. He stated that everything looked good and converted the patient to dual mobility. No additional information is available from the hospital